Event description:
It was reported that the patient was experiencing severe pain on their implantable pulse generator (ipg) pocket site. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remains implanted and in use.